Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer claims his humidifier caught on fire and damaged his desk. Took his daughter to ER just in case.

Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer claims his humidifier caught on fire and damaged his desk. There were no injuries reported with this incident.